Manufacturer narrative:
According to complainant, the suspect device will not be returned. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. It was reported to boston scientific corporation in late 2008 that a resolution clip device was used during a gastric ulcer clipping procedure the same day. According to the complaint, during the procedure, the clip did not close fully on the tissue. It did not "lock down". Refer to associated manufacturer report number 3005099803-2009-00282 for a description of the second event. There were no patient complications as a result of this event. The patient's condition upon completion of the procedure was noted to be fine.